Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1z3qd, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-mar-2023, UDI#: (B)(4). Date is approximate with month/year validity. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a consumer via a manufacturer representative (rep) regarding an advanced evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported by an advanced evaluation patient that they had some bleeding and blistering under their bandage. The patient also mentioned the lead may have moved or become dislodged when the bandage had been changed. On (B)(6) 2019 information was received from a consumer via a manufacturer representative (rep). The rep stated that on (B)(6) 2019 the patient reported what they thought might have been bladder discomfort and noted that the discomfort had subsided on (B)(6) 2019. The rep reported that the diagnostics/troubleshooting actions/interventions performed were that the program had been changed and stimulation was decreased from program 3 at 0.6 to program 4 at 0.4 where the patient reported comfortable stimulation near their rectum. The rep noted that the issue had been resolved at the time of their report. On (B)(6) 2019 the patient reported they felt that their lead had moved or become dislodged. There were no further complications reported.